Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a flange sensor error. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Medfusion 4000 sent in repair for flange sensor error. Device was duplicated at occlusion test. Replace ear clip and optocoupler to fix the problem. Review of event log found no relevant information. Review of service history found no relevant information. Visual and functional testing was performed.